Manufacturer narrative:
The reported event of inability to connect to the patient application was confirmed. Based on the information provided, it was determined that the device was unable to be discovered by the patient¿s phone due to an ios limitation. It is suggested that the patient upgrade their os to the latest version. There was no malfunction identified with the implanted device, and it is performing as intended.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was reported. The patient condition was not reported.